Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to troubleshoot the pump by checking power connections, but the screen remained off, with a red led blinking and the pump vibrating regularly. As a resolution, a replacement pump with updated software was sent to the customer, who will use multiple daily injections (mdi) as a backup therapy. The customer was informed about training resources, how to put the pump into storage mode, and was advised to return the problematic pump using the provided pre-paid label.